Manufacturer narrative:
The investigation into the pump not detected issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The reported failure mode was unable to reproduce. The root cause of the issue was not determined due to the inability to reproduce. D9.

Event description:
The user facility reported a 61-year-old patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella defective alarm occurred during priming / purge setup of an impella 5.5 pump. Multiple attempts were made to restart the process; however the issue recurred and the decision was made to replace both the pump and the aic (automated impella controller). There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.